Event description:
It was reported that during a percutaneous coronary intervention, a balloon burst occurred. The physician attempted to dilate the 90% stenosed lesion located in the calcified, moderately tortuous, mid left anterior descending (lad) artery, but the balloon ruptured when increasing the pressure from 10 to 12 atms. The pressure was decreased immediately and it was noted that the balloon had burst. The device was removed intact. The procedure was completed using a different device. No pt injuries or complications were reported. Pt status post procedure is noted as good.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site could not perform a technical analysis. A labeling review identified that the device was used per the maverick 2 monorail directions for use (dfu). However, the complaint states that the lesion had 90% stenosis present with calcification and was severely tortuous. These could be potential contributing factors to the complaint incident. A review of the mfg documentation for this particular batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. Taking into consideration the thorough eval conducted and the details of the complaint, this investigation will be assigned the most probable root cause classification of operational context as the complaint is associated with a product that meets the bsc design and mfg specification but due to anatomical/procedural factors encountered during the procedure the performance was limited.